Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported that the device was explanted after it had malfunctioned. The patient also reported that the device was replaced with a competitor's product. No further information was provided. There were no adverse patient effects reported. The device was not returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.